Event description:
On (B)(6) 2013, it was reported by the nurse that the patient was recently admitted to the hospital due to aspirational pneumonia. It was unknown if the vns was related to this event. A review of the patient's programming history found no anomalies. Follow up found that the patient was unwell on (B)(6) 2013 and saw the physician on (B)(6) 2013. A chest infection was diagnosed and anti-biotics given. By lunch time this had worsened and the patient was taken to the hospital, where she was rushed to itc. It was stated that things looked very grim the patient was placed onto a ventilator which she was taken off of on (B)(6). There were discussions around a ¿peg¿ for her eating and drinking, as she has one for her medication already. There was also a conversation about a ¿tracheotomy¿. The patient was discharged on (B)(6) and is now in very good health. This is the second episode in 12 months. It is unknown if the patient's settings were increased at the hospital and the relationship of the events to vns are unknown. It was stated that it was a possible contributing factor. No additional information was provided.